Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen via an implantable pump for intractable spasticity. It was reported that the end of service (eos) date changed from (B)(6) 2024 to (B)(6) 2025 after subsequent interrogations. The agent reviewed this was known anomaly with app version 2 and synchromed 2 (sm2) pump. The agent reviewed field corrective action (fca) communication and also reviewed to make sure to go off of (B)(6) 2024 as the true eos date.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.